Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor," while wearing the adc freestyle libre 2 sensor. On (B)(6) 2020, as a result of the customer not being able to monitor their blood glucose, the customer experienced trembling and was unable to treat themselves. The customer was provided gummy bears by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.